Event description:
Healthcare professional reported "the suture tab at the bottom left of the te came off and was in contact with the expander surface, and a small hole that seemed to be damaged due to friction was confirmed." ¿the expander had shrunk and flattened¿, and ¿it started ¿to shrink 2~3 weeks before the visit¿ ¿te was inserted for left breast cancer by primary reconstruction¿, ¿the expansion was completed and it would be replaced with implant after chemotherapy¿, and ¿chemotherapy ended¿ this is for the left side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿the suture tab at the bottom left of the te came off and was in contact with the expander surface, and a small hole that seemed to be damaged due to friction, ¿the expander had shrunk and flattened¿, and ¿it started ¿to shrink 2~3 weeks before the visit¿; ¿(B)(6) 2022: te was inserted for left breast cancer by primary reconstruction¿, ¿the expansion was completed on (B)(6) 2023, and it would be replaced with implant after chemotherapy¿.

Event description:
Healthcare professional reported "the suture tab at the bottom left of the te came off and was in contact with the expander surface, and a small hole that seemed to be damaged due to friction was confirmed." ¿the expander had shrunk and flattened¿, and ¿it started ¿to shrink 2~3 weeks before the visit¿ ¿te was inserted for left breast cancer by primary reconstruction¿, ¿the expansion was completed and it would be replaced with implant after chemotherapy¿, and ¿chemotherapy ended¿ this is for the left side device. The device has been explanted.